Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on 30-sep-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 30-sep-2021 for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted system log review and the results were as follows: all of the entries in the logs for that procedure were class 8 (engineering event informational (no fault reaction)). None of these would suggest a product issue. An isi medical safety officer (mso) conducted medical review and results were as follows: from the information in the description of events, the patient suffered an injury to a renal vessel during a da vinci-assisted partial nephrectomy to remove a 4 cm mass. Given that the renal vein wall is much thinner than the renal artery, it is likely that renal vein was the vessel that was injured. The injury occurred to the vessel during the removal of a third-party scanlan international bulldog clamp. The scanlan bulldog clamp is typically used to temporarily stop the flow of blood into and out of the kidney during a partial nephrectomy. The events noted in the event description seem to indicate that the interaction between the scanlan bulldog clamp and the vessel led to the injury. The injured vessel led to uncontrolled bleeding resulting in hypoperfusion and death. It is not clear how the scanlan bulldog clamp injured the renal blood vessel. Moreover, it is not clear if the da vinci system, instrumentation, and/or accessories caused or contributed to the injury of the renal vessel. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical, an alleged vessel injury occurred when a third party scanlan international bulldog clamp was removed which resulted in a bleeding event and the procedure converted to open surgery. While life-saving efforts were attempted, including blood transfusions and resuscitation, the patient expired during the open surgery. At this time, the root cause of the vessel injury and the patient¿s death are unknown.

Event description:
On (B)(6) 2021, an intuitive surgical, inc. (Isi) clinical sales representative (csr) was advised of the following event by a surgical nurse at the site; the nurse was reported as being part of the surgical team in the room during the procedure as well as for the bleeding event and convert to open thereafter: during a da vinci-assisted partial nephrectomy procedure on a (B)(6) year old female that was performed on (B)(6) 2021, there was a bleeding event and the patient expired on (B)(6) 2021. The surgical staff member said that the surgeon was done with the primary part of the case. As the surgeon went to remove a third party ¿bulldog clamp made by scanlan international¿ from the renal vein, the ¿renal vein started to bleed; it had a hole in it.¿ it was reported that the standard surgical task at this point in the procedure would typically, allegedly be as follows: > clamp arterial side first > blood flows out of the kidney > then clamp the vein. Then, the process is reversed once the tumor is removed. The surgical task at this point would, allegedly be as follows: > release the vein side > then arterial site. When the surgeon released the vein side, the renal artery bled from an alleged vessel injury. It was unknown as to what caused the vessel damage but bleeding started right when the third party scanlan international bulldog clamp was removed. The procedure converted to open surgery due to uncontrolled bleeding. The surgical staff, a vascular surgeon, a trauma surgeon and approximately 50 other surgical team members attempted life-saving efforts, including blood transfusions, resuscitation, and a ¿self-saver¿ but the patient expired on (B)(6) 2021. The surgical nurse said that there were ¿no issues with the robot.¿ there was no report of a da vinci product malfunction. No products will be returned to isi for analysis. The indication for surgery was a 4cm mass on the patient¿s kidney. Isi has reached out to the surgeon to obtain additional information but has not yet received a response.